Event description:
It was reported that post filter placement, a death occurred. The over-the-wire (B)(4) greenfield vena cava filter was implanted in the inferior vena cava in (B)(6) 2004. Following the patient death, per the patient's spouse, the coroner's report stated that the "greenfield filter eroded, it cut into an artery which caused the patient to bleed internally into his stomach and kidneys, that caused his heart to go out of control and his heart stopped."

Event description:
It was further reported that the patient initially presented with acute deep vein thrombosis of the right leg with the need for a splenectomy. Vascular access was gained via the left groin. The greenfield filter was deployed just distal to the right renal vein at the l2 level where it was released around the wire in the upright position and slightly tilted but attached to the wall firmly. At the time of the event the patient was found unresponsive at home and was transported to the emergency room in full cardiopulmonary arrest. The patient failed to respond and was pronounced dead. Per the autopsy report, the inferior vena cava filter was present in the infrarenal region adherent to the wall and the metallic arm on the medial aspect perforated the wall. There is an infrarenal aneurysm measuring 6" in length x 4 3/4" in diameter. There was extensive hematoma formation in the surrounding fibroadipose tissues. The cause of death was determined to be retroperitoneal hematoma due to perforation of inferior vena cava by inferior vena cava filter with another condition of hypertensive atherosclerotic cardiovascular disease with remote myocardial and cerebral infarcts and another condition of acute intoxication by the combined effects of acetaminophen, benzodiazepines, and hydrocodone, and was accidental in nature.

Manufacturer narrative:
Updates: weight, weight (units), describe event or problem, relevant tests/lab data, other relevant history, device expiration date, device lot number. Manufactured date, complaint source. (B)(4).

Event description:
It was further reported that the patient initially presented with acute deep vein thrombosis of the right leg with the need for a splenectomy. Vascular access was gained via the left groin. The greenfield filter was deployed just distal to the right renal vein at the l2 level where it was released around the wire in the upright position and slightly tilted but attached to the wall firmly. At the time of the event, the patient was found unresponsive at home and was transported to the emergency room in full cardiopulmonary arrest. The patient failed to respond and was pronounced dead. Per the autopsy report, the inferior vena cava filter was present in the infrarenal region adherent to the wall and the metallic arm on the medial aspect perforated the wall. There is an infrarenal aneurysm measuring 6" in length x 4 3/4" in diameter. There was extensive hematoma formation in the surrounding fibroadipose tissues. The cause of death was determined to be retroperitoneal hematoma due to perforation of inferior vena cava by inferior vena cava filter with another condition of hypertensive atherosclerotic cardiovascular disease with remote myocardial and cerebral infarcts and an other condition of acute intoxication by the combined effects of acetaminophen, benzodiazepines, and hydrocodone, and was accidental in nature.

Manufacturer narrative:
Last name: reported by spouse of patient. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(6).

Event description:
It was further reported that the patient initially presented with acute deep vein thrombosis of the right leg with the need for a splenectomy. Vascular access was gained via the left groin. The greenfield filter was deployed just distal to the right renal vein at the l2 level where it was released around the wire in the upright position and slightly tilted but attached to the wall firmly. At the time of the event the patient was found unresponsive at home and was transported to the emergency room in full cardiopulmonary arrest. The patient failed to respond and was pronounced dead. Per the autopsy report, the inferior vena cava filter was present in the infrarenal region adherent to the wall and the metallic arm on the medial aspect perforated the wall. There is an infrafenal aneurysm measuring 6" in length x 4 3/4" in diameter. There was extensive hematoma formation in the surrounding fibroadipose tissues. The cause of death was determined to be retroperitoneal hematoma due to perforation of inferior vena cava by inferior vena cava filter with an other condition of hypertensive atherosclerotic cardiovascular disease with remote myocardial and cerebral infarcts and an other condifion of acute intoxication by the combined effects of acetaminophen, benzodiazepines, and hydrocodone, and was accidental in nature.

Manufacturer narrative:
(B)(4).